Manufacturer narrative:
H10: refer also to MFR report # 3004209178-2020-22054 regarding a subsequent/current event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving baclofen with concentration 1000 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient had experienced weird symptoms back in 2015. The patient would feel weird when moving, and then when they laid down or would sit it would go away. It was further noted that they had later also replaced the patient¿s subsequent pump and catheter in july 2020 due to finding they could not aspirate from the catheter. It was indicated that the patient was in the same scenario from 2015 as they were this summer in july of 2020. As per the manufacturer device registry, a new catheter component (model 8781) was implanted on (B)(6) 2015. Refer also to MFR report # 3004209178-2020-11173 regarding later event of same scenario (unable to aspirate) leading up to pump and catheter replacement that occurred on (B)(6) 2020. Additional information was later received from a healthcare provider via a company representative on 2020-dec-16. The patient¿s name and date of birth were clarified. The patient¿s body weight was noted as not having been recorded.